Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "a heart rate in the 20's" (bradycardia), drained and diaphoretic. The implantable pulse generator (ipg) exhibited a rate below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.